Event description:
During a follow-up, the right ventricular (rv) lead was noted as dislodged resulting in some inappropriate shocks. Later during the lead intervention, when repositioning the rv lead, the stylet was unable to be inserted into the lead. The rv lead was explanted and the patient was in stable.